Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The actual sample involved has been received and the investigation is ongoing at this time. The sample and all available information has been forwarded to the actual manufacturer, b. Braun (B)(4). A follow up report will be provided when the evaluation results become available.